Event description:
It was reported that a power on reset (por) condition occurred. The por message was seen when the clinician was recharging the implantable neurostimulator prior to implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the por condition ¿was cleared¿ and the ¿device was implanted with no issues."